Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not satisfied with the result. The iol was exchanged for another lens model following the initial implant procedure. Additional information was requested and received stating the patient was implanted with multifocal lens. The patient was unable to drive. The lens was replaced with monofocal lens due to patient dissatisfaction.

Manufacturer narrative:
Corrected information was provided in h.6. FDA method code was corrected to 4119 - b22 - insufficient information available from 3331 - b14 - analysis of production records. The manufacturer internal reference number is: (B)(4).